Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded from a patient who responded from follow up sent to them. It was reported that patient's weight at the time of event was (B)(6), patient's issue with charging twice a day has been resolved. Patient reported actions taken to resolve their issue was having their setting changed to a 15 second stop which has helped a lot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that they had to charge two times a day even with turning the device off at night and using a low setting program. It was reported that "m04" was seen. Patient reported they went through resetting the programmer with manufacturer representative and it resolved the code.